Manufacturer narrative:
The driver passed all sections of functional testing. An extended observation run was performed on the driver during which lateral arterial pressure (lap) values increased from 15 mmhg to 21 mmhg within a 48 hour period. However, it cannot be conclusively determined if these observed out-of-normotensive lap values could have contributed to the customer-reported issue. Syncardia does not have any evidence of a link between hemolysis or increased liver parameters and high lap values. The customer-reported patient hemolysis caused by a possible device malfunction was unable to be confirmed. A device malfunction could not be produced during investigation testing using the patient simulator because the dmc tank contains water, not blood, therefore hemolysis cannot be assessed. Syncardia is aware that all mechanical circulatory support devices may contribute to hemolysis and is continuing to study the impact of the tah-t system on the reported experience. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient developed hemolysis (ldh values increased over time to approximately 1200 u/l) and increased liver parameters for no obvious medical reason. According to the customer, the patient was subsequently switched to a backup freedom driver for safety reasons. The next day, the patient was sent by helicopter to a different hospital for further evaluation. The customer also reported that after the patient was evaluated at the second hospital, nothing was found to be wrong and the patient's lab parameters were normal.